Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system screen was stuck on blue screen and not responding. A field service engineer (fse) dialed into the unit via remote smart services, uploaded the remote smart services package, deleted the old instance, configured the new setup and rebooted the unit to resolve the problem. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device became unresponsive and failed to process barcode scans. The customer reported that the station stopped reading barcodes and did not respond to medication scans. A reboot was initiated; however, the device became stuck on the blue carefusion screen and did not progress. Multiple forced restart attempts were performed, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.